Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data. B2: outcomes attributed to this event. G4: date received by manufacturer.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data. B4: date of this report.

Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a large right iliac artery aneurysm using a gore® excluder® aaa endoprosthesis. On (B)(6) 2018, the patient presented with shortness of breath. Computed tomography was performed which revealed that the entire right iliac artery was now aneurysmal, post repair in 2011. On (B)(6) 2018, a reintervention occurred whereby treatment of the enlarged right iliac artery aneurysm was performed. As the right iliac artery was fully aneurysmal, there was no room to add an extension to the previously implanted device. The physician wanted to spare the right hypogastric artery using a gore excluder iliac branch device, however this was determined not to be a viable option. Therefore two gore® excluder® aaa endoprosthesis contralateral leg components were implanted in the right iliac artery, and the hypogastric artery was intentionally covered. The patient tolerated the procedure.